Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of a one-link needlefree IV connector in which the customer is unable to bolus fluid; there is too much resistance. The baxter pump would received an occlusion alarm. The line used was unable to clear the blood completely. Sometimes the customer is unable to draw blood and it is difficult to draw blood from the central line. The process step is during patient use; no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4):a labeling review was performed and the labeling was found to be adequate and sufficient.